Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. In the absence of device returned for analysis, a conclusive cause for the reported foot detachment could not be determined. The subsequent detached foot portion remaining in the patient anatomy appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
Date of event: estimated date. The device was reported to be discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an unspecified issue occurred with a proglide device. No additional information was provided. Sus voluntary event report (mw5100926) was received and it was reported that: "black plastic foot noted to be missing after the procedure, no apparent harm." No additional information was provided.